Manufacturer narrative:
(B)(4). Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the release button of the small battery drive device was defective. It was determined that the motor was not functioning and was defective and was sluggish and noisy. It was observed that the trigger seized and jammed, and the battery trigger and control trigger were also jammed. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function, check the battery case coupling. It was noted in the service order that the device had a loose contact and made a weird sound. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.